Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not complete. A follow up report will be submitted with all relevant information. The xtr clip delivery system referenced is filed under a separate medwatch report.

Event description:
This report is filed as the grippers were unable to lower while in use and possible tissue damage/thrombus was noted in the grippers. It was reported that this was a mitraclip procedure for both severe mixed mitral regurgitation (mr) and torrential functional tricuspid regurgitation (tr). Two mitraclips were successfully implanted in the mitral valve. A third mitraclip (cds0601-ntr 80914u185) was advanced to the mitral valve without issues. The grippers were attempted to be lower, however were unable. The cds with un-deployed clip was removed without issue. Once on the back table, an unknown substance, possibly tissue or thrombus, was noted blocking the grippers. Once this was removed, the grippers could lower as expected. Another device was not used and the mr had been reduced to grade 1-2. No other device issues were noted. No further treatment was provided for any possible clot or possible tissue damage. The procedure then focused on the torrential tr. One mitraclip was successfully implanted in the tricuspid valve. A second mitraclip (cds0601-xtr 80926u108) was implanted in the tricuspid valve without issues. Post deployment, the clip detached from the posterior leaflet while remaining attached to the septal leaflet (single leaflet device attachment-slda). There was no treatment provided for the slda. The procedure was completed and the tr had been reduced to severe. Due to the slda, there were no adverse patient effects and no patient injury was noted. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number (B)(4). All available information was investigated and the reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue to be due to the procedural conditions of the tissue/thrombus being stuck in the grippers, and thus preventing them from lowering. After the tissue/thrombus was removed, the grippers were able to lower without issue. Functional testing also confirmed that the grippers functioned as intended with no gripper actuation issues observed. It should be noted that the reported patient effects of thrombus and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of thrombus and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The investigation determined the reported gripper actuation issue to be due to the procedural conditions of the tissue/thrombus being stuck in the grippers, and thus preventing them from lowering. After the tissue/thrombus was removed, the grippers were able to lower without issue. Functional testing also confirmed that the grippers functioned as intended with no gripper actuation issues observed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.